Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. As the 2.25 x 8 mm promus element stent was opened and prepped for use it was noted that there was something protruding at the end of the stent. There was no contact with the patient and no complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. As the 2.25x8mm promus element stent was opened and prepped for use it was noted that there was something protruding at the end of the stent. There was no contact with the patient and no complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the tip was damaged. The distal tip was slightly stretched. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).